Event description:
A report was received that the patient's ipg never charged fully. The patient underwent a pocket revision wherein the ipg was replaced. The patient was doing well following the procedure.

Event description:
A report was received that the patient's ipg never charged fully. The patient underwent a pocket revision wherein the ipg was replaced. The patient was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The complaint was not confirmed. The ipg was charged in two cycles from its hibernation. The battery depletion and sleep current rates were within normal ranges. The device exhibited normal device characteristics.